Event description:
It was reported that the tip of the instrument cracked at the hinge near the mouth while in use. The tip did not break off and there were no fragments left within the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visual and optical examination confirms the rearward portion of the dynamic jaw hinge is broken off. The amount of force required to induce fracture the pivot pin hinge is consistent with excessive force. The rearward pivot pin hinge wall would be loaded only while the jaw is opening. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.